Manufacturer narrative:
H6: medical device problem code 2017 - excessive force, 2017 - failure to follow steps/instructions a visual inspection was performed on the returned guide wire and the reported tip separation was confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted on the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use (IFU) guide wire hi-torque proceed ce: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the reported IFU violations of use against resistance, torqueing/drilling technique against resistance causing the tip to get stuck in the lesion and force used during retraction do appear to have caused or contributed to the complaint. The investigation determined the reported entrapment of the device, tip separation and foreign body in the patient appear to be related to user error. In this case, the reported drilling technique against resistance likely caused the tip to become trapped in the lesion. Manipulation and force applied during retraction the guide wire ultimately resulted in the reported tip separation, noted bends, and stretched coils. Corrosion was noted on the guide wire, and likely the result of exposure to the elements during transit back to abbott vascular for analysis. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat an 100% stenosed, chronic totally occluded, mildly tortuous, and heavily calcified de novo lesion in the posterior tibial artery. An attempt to cross a 018 ht connect, ht command, and ht command 18 guide wires was made but the wires failed to cross due to resistance with the anatomy. A ht proceed 220t guide wire and a non-abbott support catheter were advanced 3cm while performing the drilling technique; however, could no longer advance due to the anatomy. The guide wire became stuck in the lesion. An attempt to remove the guide wire was made, but resistance was felt. Force was applied to remove the guide wire and it was noted that 1cm of the coils were missing. There was no attempt to remove the separated tip as it was thought to be stuck in the occluded peroneal trunk. An attempt to cross a 014 ht winn 200t guide wire was made but this too failed to cross due to resistance with the anatomy. The procedure was concluded at this time without further treatment. There was no clinically significant delay in the procedure. No additional information was provided.